Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported that after a review of post-procedural imaging following spaceoar vue hydrogel injection and transperineal fiducial marker placement under local anesthesia revealed evidence of hydrogel uptake in the proximity of the venous area. Importantly, no patient complications were reported as a result of this event.

Event description:
It was reported that after a review of post-procedural imaging following spaceoar vue hydrogel injection and transperineal fiducial marker placement under local anesthesia revealed evidence of hydrogel uptake in the proximity of the venous area. Importantly, no patient complications were reported as a result of this event. Additional information received on october 24, 2024 stated the hydrogel appeared to move retrograde along the pelvic floor with no vascular infiltration. The post procedure imaging was initially read as hydrogel misplacement. Apon further review it was noted to be calcification.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: blocks b5 and h6 (device codes) were updated based on additional information received on october 24, 2024.